Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during prime. Customer stated that he was sitting outside when the alarm occured. Customer stated that they do use the sensor feature and they were able to complete the rewind sequence. Customer mentioned having blood glucose readings of 400 mg/dl an hour prior to the call. Advised customer to revert to a back up plan and the device will be replaced.